Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had issues charging their ipg due to the location of it. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced. It was noted that the patient had previous trauma in (B)(6) 2020 where they were attacked by a dog.